Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritonitis event. The cause was unknown. The patient was not hospitalized for the event. No treatment was reported. At the time of this report, the patient was recovered and pd therapy was ongoing. No additional information was provided at the time of this report.